Manufacturer narrative:
Four (4) units were received for evaluation. Visual inspection revealed a clear substance or residue on the valve sets sides and inside pouches of all samples. Fourier transform infrared spectroscopy (ftir) testing of one sample revealed that the residue was consistent with a silicone polymer. The reported condition was confirmed as a cosmetic defect. Silicone oil is a part of the manufacturing process. The silicone oil used in the process is medical grade silicone. There is no risk to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix valve sets had drops of fat inside the overpouch. This was observed prior to use. There was no patient involvement. No additional information is available.